Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 5 seconds, the balloon ruptured in a vertical form. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition post-procedure.